Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute and 2 minutes respectively: 1. 0.6 mmol/l, 1.7 mmol/l and 6.5 mmol/l 2. 0.1 mmol/l, 0.5 mmol/l, 3.2 mmol/l and 7.0 mmol/l sets of readings were obtained at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.